Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 250 to 600 mg/dl; cause was unknown, however the customer was using off label admelog. Tandem technical support informed that, per labeling no insulin other than u-100 humalog or u-100 novolog should be used. Bg was addressed via a change to humalog. The customer was instructed to consult with their healthcare provider regarding bg level.